Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was not confirmed. The device evaluation found the biopsy valve was found deformed and a part of it was missing leaving a sharp edge, the light guide tube had crushed marks and was leaking, the bending section of the insertion tube had crushed mark, and the up/down bending section could not angulate sufficiently. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, there was no image on the cysto-nephro videoscope. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely the deformed biopsy valve was caused by load, handling, or other issues. A definitive root cause cannot be identified. Olympus will continue to monitor the field performance of this device.